Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
Insertion of microsensor. The surgeon implanted a microsensor into a paediatric patient. When prompted to zero the device the surgeon did so and noted the 3 digit reference number. The surgeon thought this value was low and re-zeroed the microsensor again. The icp began to display a negative value. The surgeon tried another icp monitor and cable and the same thing continued to happen. The surgeon left the microsensor in the patient and waited to see if the icp would rise. This did not happen, so the patient was taken back to theatre and a new microsensor implanted with none of the above problems. No delay or adverse event reported.